Event description:
It was reported that the pt presented with a calcaneal fracture. It was reported that following the procedure, the pt presented with an infection and the procedure was revised.

Manufacturer narrative:
Investigation in progress but not yet complete.